Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing and changes in the morphology measurements contributing to the delivery of inappropriate therapy. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.